Manufacturer narrative:
Citation: munoz-garcia e et al. Clinical outcomes of transcatheter aortic valve implantation in patients with degenerated bioprosthetic surgical valves versus aortic stenosis. European journal of heart failure. 2018 may; 20(suppl.s1): 310. Exact date of publish could not be obtained; used month and year of publication for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the clinical results of transcatheter aortic valve implantation (tavi) in patients with degenerated bioprosthetic surgical aortic valves (valve-in-valve) and comparing them with patients undergoing tavi with native aortic valve stenosis. The study population included 615 patients (gender data not disclosed; mean age 76.9 years), all of which were implanted with a medtronic corevalve. The corevalve prosthesis was placed in 19 patients with degenerated surgical aortic valves and in 596 patients with native aortic stenosis. No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation, valve-in-valve (2nd corevalve placed inside initial corevalve), moderate and severe prosthesis-patient mismatch, mild/moderate/severe aortic regurgitation, and high mean gradients. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.